Event description:
Medtronic received information that prior to use of a act plus instrument, it was reported that this unit had a reading value different from other equipment. Use of instrument was unspecified. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there was an error during reading values with 2 different instruments and no issues were found with the instrument, it was stated that it was customer mishandling.

Manufacturer narrative:
Device evaluation:the reported malfunction was not verified during service. It was stated that the customer reported a reading value different from other equipment. The service technician stated that no issues were found. It was stated that the issue was due to customer mishandling. The service technician used the customer's control from lot hr_nm 227154244 and good results were obtained. Preventive maintenance was performed per specifications. Note that the instrument was not returned to medtronic facility but was serviced by field service technician medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pt details are not known. B.5. Medtronic received information that during use of an act plus instrument, it was reported that this unit had a reading value different from other equipment. Use of the instrument was unspecified. There was no adverse patient effect associated with this event. Medtronic received additional information that there was no other instrument involved in this case. The issue was revealed during use, but there was no patient involvement. The instrument is non invasive and had no contact with patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.